Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2023. H.6. Investigation summary: ninety-four samples and three photos were provided to our quality team for investigation. Through visual inspection, all samples had scale markings rolled either to the right or left within the major graduation line and some had a slight skew of the scale markings. The scale markings were measured, and all samples were within specification limits for rolled scale and skewed scale. Since the conditions observed are within the acceptable limits, no corrective actions are necessary. Furthermore, a device history record review was completed for provided lot number 1323413. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: scale/graduation marks skewed to one side (not perpendicular to the syringe body).

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: scale/graduation marks skewed to one side (not perpendicular to the syringe body).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.